Event description:
My husband was a dialysis pt, receiving dialysis mon, wed, fri at (B)(6). He died suddenly sat morning after having dialysis the day before, of sudden cardiac arrest. I believe this was directly related to the product naturalyte/granuflo used during his dialysis. He had no history of any cardiac disease. He had 2 negative stress tests in yrs 2010 and (B)(6) 2011. His only relevant existing medical problem was mod copd. He was on the transplant list and had gone through all the medical workups necessary for that. His health was so good that we had a call less than 1 yr being on the list that he was 2nd in line for a designated kidney. Dates of use: (B)(6) 2010 - (B)(6) 2012.